Event description:
Bilateral breast augmentation 1981 with silicone implants. In 2006 present with bilateral capsular contractures with the left greater than right, left = grade iii contracture with deformity of implant. Right = grade ii. Also left breat mass. Two mos later, pt underwent bilateral impalnt removal and capsulectomy. Right implant was intact within capsule. Some evidence of bleed. Left implant was ruptured within capsule. No free silicone outside capsule. Pt augmented iwth mentor saline implants.